Event description:
It was reported to philips that the table had a longitudinal movement problem which delayed an examination. The report indicated that an injury occurred; however, no further details regarding the nature or severity of the alleged injury have been provided at this time. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information obtained, the issue occurred prior to the patient, who had a left supraclavicular desmoid tumor, entered the examination room. The planned deb tace (drug eluting bead trans arterial chemoembolization) procedure was rescheduled and later completed successfully, after which the patient was discharged. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. Review of the system log files showed an ¿application error: ethercat post error,¿ indicating a malfunction of the amc ecat drive. The fse replaced the amc ecat drive, which resolved the issue. The system was repaired, tested, and returned to clinical use in good working condition.